Event description:
Reportedly, on (B)(6) 2012, the subject device could not be interrogated after a heart surgery (several shocks were applied during procedure). According to the physician, the device was pacing the atrium only (on confirmation was obtained whether pacing mode could have been programmed to aai before surgery). An external pacemaker was used to pace the pt's heart ventricle. An attempt to force the device to switch to standby mode in order to re-initialize the software was performed without success. Consequently, device replacement was recommended. The device replacement date is unk.

Manufacturer narrative:
On (B)(6) 2012; this event concerns a device that was manufactured and used outside the united states.